Event description:
It was reported during a revision procedure (reference MFR report #1627487-2014-02511), the ipg pocket was relocated due to pain at the ipg site. Effective therapy was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.